Event description:
A customer reported via phone call indicating that their insulin pump had a vibrate anomaly. The patient's blood glucose level was 120 mg/dl at the time of the call. The customer stated that the pump does not vibrate when it is supposed to. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was unable to vibrate due to a broken vibrator wire. The insulin pump was programmed with a test transmitter and glucose sensor simulator and the value displayed properly on the graph. The low suspend feature worked properly. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.